Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event, not because there was a technical malfunction of the device, but since due to a use error the device contributed to the event. When reviewing similar reportable events for enterprise beds, we have not found any similar fault description compared to the one investigated here: the issue reported is related to patient fell down during exiting the bed. There is no trend observed for reportable complaints with this failure mode for enterprise bed. (B)(4). Inspection of the device involved in the event revealed that it was found to be to specification, the device was being used when the event occurred, the device contributed to the event since the patient fell down from the device. The design of the enterprise 8000 and 9000 beds is that there are two split safety sides on each side of the bed that provide a barrier from the head to approximately below the knee, leaving a gap at the foot end of the bed which allow the patient to exit the bed when needed. Based on the information collated to date, it would appear that the condition of the patient has been not or been wrongly assessed before deciding to use the bed. Acting in accordance to the product instruction for use (IFU #746-435_08) would minimize the risk of occurring the hazardous situation. According to the IFU: warning "the clinically qualified person responsible should consider the age, size and condition of the patient before allowing the use of safety sides." Warning "safety sides are not intended to restrain patients who make a deliberate attempt to exit the bed." "To reduce the risk of injury due to falls, leave the bed at minimum height when the patient is unattended". We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be a use error as the part of the IFU mentioned above are showing that if the IFU warnings and guidelines are followed, the side rails would not be used as a restrain for patient. We shall continue to monitor for any further incidents of this nature to determine trending. Other than the actions stated already taken, there are no further actions proposed at this time.

Event description:
(B)(4).